Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the problem with geometry. Review of the system log file showed an error on the ext1 board. Upon further inspection fse replaced the spc2 board in the foot of the c-arch. After replacing the spc2 board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a geometry error appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.